Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received an unspecified higher sensor scan result compared to what the customer was feeling. The customer experienced seizure and loss of consciousness. It was reported that an ambulance was called, however, the caller declined to provide any further information regarding this event. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section h4 (device mfg date) were updated based on returned product download. Section d4 (serial number) was updated from (B)(6)to (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the abbott diabetes care (adc) device. The customer received an unspecified higher sensor scan result compared to what the customer was feeling. The customer experienced seizure and loss of consciousness. It was reported that an ambulance was called, however, the caller declined to provide any further information regarding this event. There was no report of death or permanent impairment associated with this event

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.